Event description:
Procedure was a shunt pta. The target lesion was the left brachial artery. The vessel was heavily calcified, heavily tortuous, and 99% stenosed. The pt was male, age unk. Access was made from the vein with 6f sheath (medikit). The lesion was crossed with the gw (radifocus, terumo) without any difficulty. The powerflex balloon ruptured at 10 atm during inflation. The procedure was completed using the same size competitor's product (detail unk) successfully. There was no adverse event and the pt is in stable condition.

Manufacturer narrative:
The product is available for analysis. Additional info will be submitted within thirty days upon receipt.